Event description:
It was reported by customer that the first stent used broke in 2 pieces when it was taken out of the package and the product did not reach the patient. The second stent was put into the patient, and a small piece had broken off either during insertion or prior to insertion. When the surgeon was confirming stent location it was determined that the stent was broken. The surgeon spent 5-7 minutes removing the stent and placing a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd